Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on 08/17/2023. On the same day the sensor was inserted, the patient felt low so he ate vanilla cookies and peanut butter. The cgm was displaying 65 mg/dl during this time. The patient then felt dizzy so his wife checked a fingerstick and the bg was 21 mg/dl. The wife called 911 and the patient was taken to the emergency room via ambulance. The patient was treated with IV sugar on the way to the hospital. When they arrived at the ER, the doctor checked the patient's bg and noted that it was 50 points off from the cgm (no value provided). It was reported that no further treatment was provided at the ER and the patient went home after 6hrs. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.